Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had surgery on (B)(6) 2022') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fear ("fear of future complications"), hot flush ("hot flashes") and insomnia ("insomnia"). The patient was treated with surgery (removal of essure). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal, fear, hot flush and insomnia outcome was unknown. The reporter considered fear, hot flush, insomnia and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information added. On (B)(6) 2020: content received from social media: new events were added as "hot flush, "insomnia" and "fear". New reporter was added. Patient's age was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had surgery on (B)(6) 2022') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fear ("fear of future complications"), hot flush ("hot flashes"), insomnia ("insomnia"), arthralgia ("left hip pain, knee and ankle pain") and sciatica ("sciatica"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, fear, hot flush, insomnia, arthralgia and sciatica outcome was unknown. The reporter considered arthralgia, fear, hot flush, insomnia, medical device removal and sciatica to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media was received. Event added- sciatica, left hip pain, knee and ankle pain. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had surgery on aug 22') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.